Event description:
The silverhawk device cutter hung on a stent strut and the cutter window closed on the stent. The silverhawk was pulled back and the stent pulled back from vessel wall causing an injury at the access site. A surgical review of the access site was performed.